Manufacturer narrative:
H10/h11: the initial incident report was submitted with incorrect manufacturing site information and registration number 1219602 (s+n mansfield). The correct manufacturing site information and registration number is 3006524618 (s+n austin).

Event description:
It was reported that, during procedure, an expired multifix s-ult 6.5mm knotless anchor was implanted in a patient. The anchor was not removed from the patient; therefore, procedure was completed with the same device. It is unknown if there was a delay but no patient injury or other complications were reported.

Manufacturer narrative:
The reported multifix s ultra 6.5mm knotless anchor device, intended for use in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product, a visual and functional evaluation cannot be performed and customer¿s complaint cannot be confirmed. From the information provided, ¿during procedure, an expired anchor was implanted in a patient¿. An exact root cause cannot be determined without evaluation of the device; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: (1) use error. The instruction for use was reviewed and found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non functionality. The instructions for use states: ¿do not use the product after the ¿use by¿ date printed on the label. Device performance and patient safety may be compromised if the product is used after its expiration date¿. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during procedure, an expired implant was implanted in a patient. Device was not removed from the patient therefore procedure was completed with the same device. It is unknown if there was a delay but no patient injury or other complications were reported.